Manufacturer narrative:
Repairs have not been completed.

Event description:
Information received indicates, the head section looks like someone either raised it up under something or someone heavy was sitting on the head section. The head section is bent and the head metal bracing has cut into the head hi/lo cable, severing the wires which caused the head hi/lo failure of the drive.